Manufacturer narrative:
Patient data not currently available. A follow-up report will be submitted when the investigation is complete.

Event description:
The customer reports that when displaying their saved measurements, there is a measurement discrepancy of 10mm. There was no reported patient injury associated with this event.